Manufacturer narrative:
The customer reports the following: (B)(6) from the above rang reporting an issue with their unidrive s iii system. Footpedal and morcellator unable to work with unidrive, tested with 3 different morcellators but still has e09 error code. The customer rang whilst they were in a procedure and after advising to use another morcellator to see if the issue persists, she called back confirming the issue is still there and they had to cancel the case. Only (B)(6) one-pedal footswitch, analog, two-stage was sent in for investigation. During the test, it was determined that the switching point of the pedal was slightly outside the specified tolerance in accordance with the test criteria from the test instructions (c4.2.0001. Wi5631790-paw). Testing was also carried out in the application in a set with the unidrive s iii motor system test devices and the drill cut x ii. However, an error message as specified by the customer (error code e09) could not be reproduced in the application. According to the product description, the error message (e09) refers to the handpiece, which must be faulty. It cannot be ruled out that the unidrive s iii motor system unit has an internal defect. No most probable cause can be given for the unidrive s iii system and the drillcut x ii handpiece that were not sent in. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "footpedal and morcellator unable to work with unidrive, tested with 3 different morcellators but still has e09 error code. The customer rang whilst they were in a procedure and after advising to use another morcellator to see if the issue persists, she called back confirming the issue is still there and they had to cancel the case.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
"One-pedal footswitch, analog, two-stage" with material number 20016230 was returned to karl storz tuttlingen on december 9, 2024. Material 27702050 and the leading material 20701020-1 were not returned yet. The event is filed under internal karl storz complaint ID: (B)(4).